Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the returned product identified signs of repeated use in the form of scratches, dings and nicks. The device is fractured into two pieces. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The device has a potential field age of over 11 years and exhibit signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the cr impactor pad broke. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. A secondary device was used to complete the procedure. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.